Manufacturer narrative:
On (B)(6) 2016, the r&d project manager performed a visual inspection and commented as follows: the alif compression screw 03.30.10.0013, lot 1410927 is without the tip. We have received back the main part of the instrument but not the broken tip as shown in the pictures received at the complaint notification. The functionality of the instrument is completely compromised. The fracture is a fragile. The root cause is the high bending of the instrument itself when is mounted into the plate hole. Due to the fragile fracture it seems difficult that the instrument was already damaged in the previous case. Batch review performed on (B)(6) 2016. Lot 1410927: (B)(4) items manufactured and released on (B)(6) 2014. No anomalies found related to the problem. To date, 2 other similar events have been already reported on items of the same lot (MDR 2015-00165 and 2016-00022).

Event description:
During usage of the mectalif anterior stand alone instruments, the tip of the instrument involved broke. The broken part could be retrieved but ended up in the recycle bin and cannot be returned to medacta international for investigation. The instrument was used as supposed to be used and the surgeon did not have any signs of menacing breakage. The surgery could be completed successfully using alternatively the awl. No patient/user harm. Instrument involved will be returned to medacta international for investigation.

Manufacturer narrative:
On 28 june 2016 a final report was sent to the initial reporter and the case was closed.